Event description:
It was reported by the user facility that the saline bag back-filled during recirculation and the machine was noisy. There was no patient involvement. The biomedical technician was unable to replicate the issue.

Manufacturer narrative:
Investigations findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturing via a CAPA. The deaeration pump assembly and air separator assembly were returned to the manufacturer for physical evaluation and failure analysis. The deaeration pump assembly was received and did reproduce the loud noise and intermittent filing program alarms during simulated treatment. During simulated treatment with a replacement deaeration pump assembly there were no problems. No problem found with the as received air separator assembly in simulated treatment and the issue of the saline bag back-filing could not be reproduced. The machine was returned to service. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.